Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed not detected on bus. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from another station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that the drawer was failed and not detected on bus. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d medical device serial, unique identifier (UDI), initial reporter facility name, manufacturing location, device manufacture date. Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was off bus. A field service engineer (fse) discovered that the drawer was a legacy full-height model and required a complete replacement. Due to the unavailability of parts for this specific drawer type, a replacement drawer was ordered. The issue remains ongoing as await the arrival and installation of the new unit. A follow up was made requesting repair information with fse but no resolution or repair information provided.